Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed increasing charge times. Two manual cap reforms caused the device to trip elective replacement indicator (eri).